Event description:
Reportedly, the physician noticed that during the first interrogation at implantation after saving the impedance, threshold and sensing measurements, these measurement values did not appear in the printouts. They appeared in the following interrogations.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under (B)(4).

Event description:
Reportedly, the physician noticed that during the first interrogation at implantation after saving the impedance, threshold and sensing measurements, these measurement values did not appear in the printouts. They appeared in the following interrogations.